Event description:
The reporting facility reported an event involving a pt. While placing the (ins-5010) for lumbar drainage, the physician was unable to remove the guide wire from the catheter. Although, the device was noted to have a good cerebral spinal fluid return, the physician elected to remove the catheter with the wire after the needle was removed. Resistance was experienced while removing the device. Upon removal and examination, it appeared to the physician that 2-6cm of catheter remained in the pt. A second catheter was placed without incident. Cross reference: medsun uf/importer report # (B)(4).

Manufacturer narrative:
Based on product instructions booklet (p/n (B)(4)), the ins-5010 has a closed radiopaque tip and is supplied with a teflon coated stainless steel guide wire and end stop for assisting catheter placement. Approx 18 mm of the tip is multiperforated to help improve flow and decrease the possibility of obstruction. Designed for diverting fluid from the lumbar subarachnoid space, the catheter can be inserted with a tuohy needle using percutaneous techniques. Lot number referenced in this complaint is lot 1092990. The device history record of this lot number was reviewed and no anomalies were found during the mfg process of the product. The lot # 1092990 was packaged on 8/28/2009 and released for distribution on 9/1/2009. The exp date of this lot is 2012-06. No assignable causes associated at mfg process of the product which could contribute and/or be related to reported condition were found. Given the description of the event and view of the photos included as part of the complaint record, the reported condition could be confirmed. Based on the previous investigations completed related to catheter tip shearing off, one of the potential causes of this event could be assigned to the method of removal of the catheter and/or needle. However, according to feedback received from some clinicians and/or surgeons and divisional product development team, a needle enhancement is recommended since the current needle could be associated to reported events. However, we are unable to determine and/or confirm a cause for the reported incident since these happened during a surgery procedure at the hospital and no additional relevant info was provided. This product is intended for use by trained and qualified clinicians (i.e. Surgeon) since the placement of these catheters may be accomplished through a variety of surgical techniques. Therefore, the surgeon is best advised to use the method which his/her own practice and training dictate to be best for the pt. The product instructions already have a precautions section which establishes the following in capital letters: "to avoid possible transaction of the lumbar catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with the guide wire if used) must be removed simultaneously". It is important to also point out to avoid torque while removing the tuohy needle and the catheter. Although, based on the reported info, there was some resistance to withdrawing the catheter/wire after the needle was removed. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.